Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective safety valve block. In consequence (correction) the safety valve block was replaced. There was no patient or user harm.

Event description:
Failing tank tightness test in service software. Pressure drops from 300 to 280 in 3.5 sec.